Event description:
It was reported the patient underwent a revision procedure ¿to adjust the lead direction¿ on (B)(6) 2013. It was further reported the patient¿s connection was ¿not well¿ at that time. It was noted the patient¿s post-operative effect following the initial implant of their device was ¿well.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0206836126, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported the issue was resolved following the revision.